Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this lead exhibited noise. This lead was then surgically abandoned and replaced due to the reported noise. No additional adverse patient effects were reported.